Event description:
The customer called to report a blank display on the insulin pump when she woke up this morning. During the call, the customer stated that she was very tired, and kept falling asleep on the phone. The customer's blood glucose reading was 327 mg/dl. The customer stated that she did not have a back up plan of injections, and she had given herself about 40 units of insulin by pressing on the reservoir plunger with a pencil. The customer's blood glucose levels were dropping very quickly during the call, and the paramedics were called. The paramedics arrived during the call, but the customer was not taken to the hospital. Troubleshooting did not resolve the blank display issue. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.